Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro scope would not go down the hemopro cannula. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. An investigation was conducted on (B)(6) 2019. Both the device and cannula was returned for evaluation. Signs of clinical use and no evidence of blood was observed. A mechanical evaluation was conducted. A reference endoscope was inserted into the cannula until the noticeable click was observed, with no difficulties observed. The test was repeated 3 (three) times with the same observations observed. Based on the returned condition of the device, the reported failure "fitting problem" was not confirmed.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro scope would not go down the hemopro cannula. A replacement device was used to complete the procedure. The hospital did not report any patient effects.